Event description:
It was reported that approximately three years post a port placement via the right internal jugular vein, the device was allegedly unable to be aspirated and subcutaneous leakage was observed upon infusing the saline. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment was removed by interventional radiologist. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were received for evaluation. Gross visual, microscopic, tactile and functional evaluations has been performed. A complete circumferential break that was elliptical in shape was noted on the distal end of the attached catheter and a partial compound break was noted approximately 0.6cm from the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be granular in one region, round and smooth in the other region. The edges of the partial compound break on the distal catheter segment were noted to be uneven and the surface was noted to be round and smooth on both regions. Small splits were noted on the border of both regions. Upon infusion, a leak from the partial compound break was observed while dye water exited the distal end of the catheter with water. Aspiration was attempted and was unsuccessful. Therefore, investigation has been confirmed for reported leak, fracture, material separation, suction issue and identified wear and deformation issues. Flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that approximately three years post a port placement via the right internal jugular vein, the device was allegedly unable to be aspirated and subcutaneous leakage was observed upon infusing the saline. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment was removed by interventional radiologist. There was no reported patient injury.